Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo received a customer complaint where it was indicated that the lifting wire of mk1 pool lift has snapped during lifting a person from the pool. No injury was reported to date.

Manufacturer narrative:
The investigation is in progress. The device inspection has been performed. The conclusions will be provided within the final report once the investigation is completed.

Manufacturer narrative:
Arjo received a customer complaint indicating that the lifting rope (attached to the seat) of mk1 pool lift failed while lifting a child from the pool. The child dropped quickly with the seat into the pool. No injuries were received as a consequence. Photographic evidence provided by the customer showed that the mk1 pool lift had been already disassembled, no defect could be seen. The involved device had not been serviced by arjo. Last service was carried out on 05-dec-2018 by 3-rd party. Mk1 pool lift IFU provides information which instruct how to use and service the device, e.g.: ¿warning: arjo recommend that the pool lift is maintained at regular intervals, see arjo preventative maintenance schedule (¿).¿ "the components listed below are critical to the safe operation of the pool lift and must be regularly examined and replaced at the following intervals: wire rope:- inspect every six months and replace if necessary. Wire rope and drum assembly:- replace regardless of appearance, every two years.¿ the expected operational life of this arjo pool lift is 10 (ten) years from the date of manufacture. The involved device was manufactured in 2004, so 17 years before the incident occurred. Based on the collected information we are not able to determine the cause of the lifting wire failure. The involved device had not been serviced by arjo and the lift had been disassembled. It can be hypothesized that the lift rope failed due to normal wear and tear. In summary, the device was not according to the manufacturer¿s specification due to lifting wire malfunction. The mk1 pool lift was used for a patient therapy at the time of event and in that it played a role in the event. This complaint was decided to be reported to the competent authorities due to malfunction of lifting wire resulting in chair detachment and patient fall.

Manufacturer narrative:
The information collection and analysis for purpose of the investigation is on-going. Additional information will be provided in the next report.